Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is smartview strips, medwatch with identifier (B)(6) is aviva plus strips.

Event description:
Caller reported a comparison of 464 mg/dl with smartview strips, 166 mg/dl with aviva plus strips within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.